Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: a review of the black box indicated multiple call service 052/054 alarms had occurred. The pump successfully performed ez-prime steps and a 24 hour duration test with no errors, alarms, or warnings occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 0554 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.